Event description:
It was reported that this system showed right ventricular (rv) lead over sensing noisy signals. There are potential more than 2 seconds pacing pauses. Atrial noise was also observed but it was not clear if it was atrial tachy response (atr) or just noise from atrial fibrillation. Thresholds were recommended to be checked. Rv lead pacing impedances have shown low, within range values. The rv lead and the pacemaker remain in service. No additional adverse patient effects were reported. The pacemaker was explanted and replaced with a similar device. No additional adverse patient effects were reported.

Event description:
It was reported that this system showed right ventricular (rv) lead over sensing noisy signals. There are potential more than 2 seconds pacing pauses. Atrial noise was also observed but it was not clear if it was atrial tachy response (atr) or just noise from atrial fibrillation. Thresholds were recommended to be checked. Rv lead pacing impedances have shown low, within range values. The rv lead and the pacemaker remain in service. No additional adverse patient effects were reported. Additional information was received which indicated that the pacemaker was explanted and replaced with a similar device. No additional adverse patient effects were reported.

Event description:
It was reported that this system showed right ventricular (rv) lead over sensing noisy signals. There are potential more than 2 seconds pacing pauses. Atrial noise was also observed but it was not clear if it was atrial tachy response (atr) or just noise from atrial fibrillation. Thresholds were recommended to be checked. Rv lead pacing impedances have shown low, within range values. The rv lead and the pacemaker remain in service. Additional information was received which indicated that the pacemaker was explanted and replaced with a similar device. The pacemaker was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.